Event description:
It was reported that the device had no function, permanent tone. No further information is available. No patient consequence was reported. Procedure completed with same like product.